Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a complication during the procedure resulting in them wearing a catheter now. Patient stated there has been no monitoring of the device because they were not going to the bathroom on their own since the implant. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient informed they have an appointment today at 1:00 pm with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the cause of the complication of the procedure determined was unknown. The issue resolved was unknown. They reported that the patient was not experiencing urinary retention prior to the device and it was unknown if their retention was worsened as a result of the device or therapy. The catheterization was not the patient's ¿standard of care¿ prior to the device. The issue resolved was unknown.